Manufacturer narrative:
Patient weight was requested but not provided. Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events, and a specific cause for the patient¿s driveline infection could not be conclusively established through this evaluation. It was reported that heartmate ii lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The hmii lvas IFU lists stroke, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This IFU also provides information regarding how to prevent infection, how to care for the driveline exit site, and the suggested response in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's anticoagulation levels were in the expected range. The patient developed a driveline infection on an unspecified date, which was treated with antibiotics. The patient was admitted to the hospital on an unspecified date with severe headache and dizziness. Anticoagulation was stopped. The patient rapidly deteriorated and required ventilator support. The patient expired on (B)(6) 2019 due to a hemorrhagic stroke. No additional information was provided.